Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
No known impact or consequence to patient. Malposition of device. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon loaded a 12.6mm micl 12.6 implantable collamer lens and upon insertion, the lens flipped upside down in the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. The back-up lens was implanted. The reporter stated the cause of the event was due to a loading error.